Event description:
It was reported when the device was used during a rectal surgery procedure, there were no staples observed after it was fired. The case was completed using sutures. There was no pt consequence.